Event description:
The pt received two leads with the same lot number. It was reported the pt was reported to the hosp due to migraines. The pt was discharged from the hosp. Attempts to determine the next course of action have been unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.